Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver functional test: passed. Receiver pairing test: passed. Case opened for interior inspection: passed. A review of the share logs was performed and a loss of connection was not found. The allegation was not confirmed. The probable cause could not be determined. The reported event of a loss of connection is reportable based on the finding of defective transmitter. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.